Event description:
It is reported that the patient underwent a right side revision for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# 24-6545 , lot# 886720d , tmj system right standard mandibular component 45mm / 7 hole. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00290.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h6 and h10. It has been further reported that the patient was revised due to infection. Therefore, this was determined to be not reportable as the infection occurred approximately fourteen (14) months post-operatively.

Event description:
It has been further reported that the patient was revised due to infection. Therefore, this was determined to be not reportable as the infection occurred approximately fourteen (14) months post-operatively.